Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 9 units while caller expected 60 units and difference greater than 30 units; issue had occurred on previous day and was not active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email with cartridge loading resources, and was advised to call back for troubleshooting if active fill estimate issue occurred again, while technical support created replacement order for cartridges and syringes to maintain customer satisfaction.